Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported bilateral ruptures and pain. Device remains implanted. This record is for the left side.

Manufacturer narrative:
Analysis of the returned device identified; broken shell and others, underweight and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified; sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Device was explanted.